Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v616902, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported shocking, painful and uncomfortable stimulation; the patient changed the setting and reported stimulation felt funny. The patient reported that by the next day it was shocking her in the tailbone area and shooting outward. The implantable neurostimulator (ins) status was confirmed with the programmer and therapy was on. The patient had turned stimulation to down to 0.0v and stimulation was still on. The patient was asked to turn stimulation off but sensation was still present; turning off stimulation made no change in symptoms. There were no falls/trauma reported that could be related to this issue and the reported issue was not related to positional movements. The patient considered decreasing amplitude but did not eliminate the uncomfortable stimulation. Stimulation was on 0.0v and program 3 was active. The patient turned all the programs to zero and turned stimulation off but this did not stop the sensation and the patients urinary/bowel symptoms returned. The patient chose to leave stimulation off until she could be seen. The change in therapy/symptoms was considered to be sudden. The event occurred during use and the indication for use was urinary dysfunction/ sacral nerve stimulation. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.